Event description:
Patient had medications and IV fluid running. Patient starting decompensating. Epinephrine was increased multiple times. Upon starting another mediation, the rn noticed that medication was leaking onto the bed due to a crack in that female luer. Set was changed and the patient was stabilized. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results to the evaluation.